Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the pump battery increased while disconnected from a power source after completing the infusion set site change. The customer's blood glucose was not impacted. Reportedly the customer would continue to use the pump for insulin therapy.